Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it is reported that two trs saw hand pieces were washed and sterilized. Post sterilization, on (B)(6)2012, upon opening the trs sets, it was discovered that there was a white film covering hand pieces and attachments. This is 8 of 16 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device used for treatment and not diagnosis. According the investigation of the two handpieces and the attachments it can be said that the hand pieces are not the problem. The problem is the grease emission in the rear part of several attachments. Regarding the different attachments, at the present time it can't be said which attachments are affected from this grease emission. But a risk assessment is currently pending in which it will be decided if a CAPA for this problem is necessary or not.

Event description:
This is 8 of 16 reports for complaint (B)(4).